Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via the event logs). The illuminator module, the probe detector, and the core module were all replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 16, 2014. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported system issue can be attributed to the core module. (B)(4).

Event description:
A customer reported that the system malfunctioned and there was an upper lamp issue. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).